Event description:
Reportedly, the pt underwent cesarean section for delivery of twins. During uterine closure, the suture needle broke and the large part of the needle remained within the myometrium. Two x-rays were performed and after that, approximately 1cm of the myometrium superior to the uterine incision was excised longitudinally and the needle was identified and it was retrieved. Good hemostasis at the end of the procedure.

Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the info available for the event description is insufficient to support a conclusion that an adverse event did not occur, the complaint will be reported to the FDA as an adverse event.